Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and lumbar radiculopathy. It was reported that ins recharger screen was completely blank, would not power up and connector pin appeared bent. Patient stated it had been this way for a while. Patient stated they thought it bent when they were charging while sleeping and patient rolled over it. Patient confirmed green light was on the desktop charger. Patient stated they were in terrible pain when they could not use the stimulation and currently the stimulation has stopped because the ins had died. Patient confirmed that they were able to communicate with patient programmer. Additional information received from patient's spouse stating that they were "messing with the recharger" and moved the a/c power cord when the ins recharger screen turned on briefly before the screen went blank and the recharger started beeping once every five seconds. Patient services reviewed that the ins recharger software was frozen. Resetting the recharger resolved the issue and it was successfully reset. A replacement desktop charger was sent. No further complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the recharger (serial # (B)(4)) revealed broken connector pins. (B)(4) apply to recharger (serial# (B)(4)). If information is provided in the future, a supplemental report will be issued.